Manufacturer narrative:
Device is an instrument and is not implanted/explanted. It is unknown if the device is returning for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an unknown orthopedic procedure. During the procedure, the 1.5mm drill bit broke. The fragment was completely removed. It is unknown if there was a back-up similar device for the surgeon to successfully complete the procedure. It is unknown if this malfunction resulted in surgical delay. Reportedly, there was no patient consequences. Concomitant device reported: drill (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.5mm drill bit w/depth mark stryker j-latch/110mm. This is report 1 of 1 for (B)(4).

Event description:
There was no patient harm.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.